Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No loose particulate matter and no abnormality was observed. Under water pressure testing was performed and no leak was observed. Functional test (self-test and priming) was performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had particulate matter described as ¿powder-like impurity.¿ this was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.